Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received multiple no delivery alarms, despite changing her site and reservoir. Her blood glucose level was not reported. She also reported two cracks on the insulin pump. One crack came off the screen and the other from the battery. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).